Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise oversensing. No programming changes were made. Patient status was unknown.